Event description:
During preparation of a coronary drug eluting stenting procedure, the physician noticed the noticed that some struts were missing on the stent. The device did not enter the patient's body. There were no patient complications reported.